Manufacturer narrative:
Device manufacture date: (B)(4), 2018 - (B)(4), 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a small folfusor leaked after being filled with approximately 58ml of fluorouracil and 58ml of a 5% glucose solution. This event occurred before patient use of the device. There was no patient involvement. No additional information is available.